Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had an episode of a painful shock down their leg that lasted 10 minutes. According to the healthcare provider, the patient turned off the stimulation after the incident and no trauma occurred to the unit. It was requested that the patient be seen for reprogramming; they were scheduled to meet with the manufacturer representative on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they were able to meet with the patient at the healthcare provider¿s office on (B)(6) 2018. When they connected the clinician programmer to the ins, the alert stated eos. It was noted that the patient would be scheduled for an ipg replacement. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the eos had not been determined. According to the nurse practitioner, when the healthcare provider programmed the patient after the rep had met with the patient, they had battery life on the ins, but the specific amount of time left was not known. The patient has not been scheduled for a replacement. No further patient complications are anticipated or expected as a result of this event.